Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit also received with cracked case (battery tube) and cracked battery tube threads.

Event description:
The customer reported via phone call that insulin pump had cracked on the battery side. The customer¿s blood glucose was 130 mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for the analysis.